Manufacturer narrative:
Radiographic image review states, the lateral standing x-ray of tlsi fusion was provided. Magnified image of same was provided. A rod circle shows the rod fracture on one side at the l5 junction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Subsequent to submission of the initial MDR, additional information was received indicating the device involved was not manufactured by medtronic. The initial report was submitted based on preliminary information. No medtronic device failure is associated with this event.

Manufacturer narrative:
B2. Revision surgery planned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5-s1 transforaminal lumbar interbody fusion, l1-l4 decompression, and t10-pelvis instrumentation. It was reported that there was rod breakage noticed in post-op imaging. Revision surgery is planned to replace the rods on (B)(6) 2025 and unsure if the revision surgery is in direct response to the rod breakage or not. No patient complications have been reported as a result of this event.